Manufacturer narrative:
Serial number: (B)(4). The hospital name and address provided in the initial report was incorrect. The correct hospital information is: (B)(6). Livanova (B)(4). Manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The unique identifier (UDI) number was inadvertently left blank in follow-up 1, submitted september 8, 2017. The UDI number is (B)(4). The device manufacturer date was inadvertently left blank in follow-up 1, submitted september 8, 2017. The device manufacture date is september 23, 2015.

Manufacturer narrative:
There was no patient involvement. The serial number has not been provided. This information will be provided in a follow-up report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a follow-up report if made available. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported fault. Functional checks were performed and no errors were detected. A serial readout was performed for further analysis. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Data log were sent for analysis.

Event description:
Livanova received a report that the centrifugal pump 5 (cp5) and s5 roller pump of the s5 system reset twice during setup. There was no patient involvement.